Manufacturer narrative:
Returned device was received in decent physical condition although the top case had a chipped front corner. Evidence of reported problem in event log was found. During the evaluation of the device analysts were unable to detect the reported issue. No fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a primary audible background alarm had sounded. There was no patient present at the time of the event. There was no reported adverse events.